Event description:
The customer reported via phone call that the buttons were really hard to push on the replacement insulin pump that she just received. Customer's blood glucose was 109 mg/dl. Customer was offered a replacement pump.

Manufacturer narrative:
All of the buttons functioned properly and no damage to the keypad assembly or unlocked keypad connector was noted during the visual inspection. The insulin pump was received with minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.